Event description:
The customer reported that the device freezes during operational check when he is prompted to press the shock button. This occurred during testing; there was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.